Manufacturer narrative:
January 11 2010. This event concerns a device that was manufactured and used outside the united states. Review of the electronic data and files received. Results and conclusions: such oversensed events could result from strong external interference, specific patient activities, myopotential sensing or a ventricular lead issue. None of them could be confirmed. (B)(4). The oversensing episodes were non sustained episodes which did not trigger any therapy (because they were non sustained). Most of them have a very short duration (a few seconds), and low amplitude. Such oversensed events could result from strong external interference, specific patient activities, myopotential sensing or a ventricular lead issue. None of them could be confirmed; however, myopotential sensing is the most probable source of the noise pattern observed in these cases. Careful check of this phenomenon should be done during each follow up to evaluate whether the incidence of the phenomenon is increasing or not, which could be an indicator for a lead problem. These checks include, but are not limited to: evaluation of the pacing/sensing thresholds in normal rhythm to check the stability of these thresholds. Evaluation of the stability of ventricular lead measurements (impedance and coil continuity). Evaluation of the reproducibility of the oversensing phenomenon during follow up; this includes performing real time egm/markers during patient exercises (moving the arm, breathing and stop breathing¿) and while manipulating the case by applying a pressure on the pocket area (and more particularly on the connector area). Evaluation of the correlation of the patient environment or activities with the date and time of occurrence of the oversensing behavior, to try to identify a possible source of interference. In case, oversensing becomes more frequent and with longer duration, lead position should be checked through an x-ray. If a lead issue is suspected, a re-intervention should be scheduled. If not, reprogramming the sensitivity to a higher value (less sensitive) can be evaluated, provided that the induction tests were performed at such higher value (to ensure proper sensing of a ventricular fibrillation). Note that improvements on the sensing algorithm (asc) will be included in programmer software version smartview 2.10 (planned in (B)(6) 2008).

Event description:
During the routine follow-up of the device involved in this report, oversensing episodes were visible in device memory.